Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracic. According to the reporter: the consultant was removing lung tissue from a pt and found that the cartridge/blade marker would not release. Gun bar still attached to gun. The only way he could get the cartridge to release was to use more cartridges. Products removed from theatre with the same lot number, faulty devices retained by theatre.